Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The field service engineer (fse) replaced the master tool manipulator (mtm) right. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Analysis is in progress. A follow-up MDR will be submitted when the instrument is evaluated and/ or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted hysterectomy - malignant surgical procedure, the customer called an intuitive technical support engineer (tse) and reported that after a power cycle the trumpf table was not pairing, and they had an error that the master tool manipulator (mtm) right (mtmr) was not working. Tse asked caller to check if they could use the other already connected surgeon side console (ssc). Caller stated mtms work but it had one black eye. Tse asked caller to perform a power cycle including hard power cycle on the ssc with one eye. Caller removed instruments from universal surgical manipulator (usm) and power cycled the system which solved the problem with the trumpf table pairing. One ssc still had one black eye but both mtms were working. The other ssc had a failing mtmr. Tse found error 40 and 54 pointing to blue fiber cable (bfc) communication issues. System was powered off again, all bfcs expected the one on the patient side cart (psc) were reseated and cleaned which did not solve the problems. Switching the mtm controls between the usms also did not solve issues. Tse advised caller that system could not be used and asked if they have another ssc. Site could find another ssc. Tse confirmed that all system had same software version. The nurse informed they had brought the ssc from another system into the or. Tse guided caller through shut down, disconnection of malfunctioning ssc's and connection of spare ssc to system. After restart system powered on normally. The procedure was completed as planned with no reported injury. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the surgeon confirmed that at the time the event occurred, he performed robotic assisted hysterectomy, bilateral salpingo oophorectomy, pelvic lymphadenectomy and sentinel lymph nodes procedure on indication high-risk endometrial cancer. The total amount of delay was120 minutes. The total operative time (length of surgical procedure) was 4 hours and 43 minutes (08:47-13.30). There were no intra or postoperative complications due to this delay. According to the surgeon, the incident had no impact on the patient´s health. According to the surgeon, there was no concern about procedure delay causing any long-term complications with the patient. The patient was discharged in good health post-operative day one. The surgeon also stated that the technician logged into the console and could see that the monopolar scissor and grasper in arm 3 and 4 could not be opened but could only be rotated.

Manufacturer narrative:
The master tool manipulator (mtm) has been returned and evaluated by the failure analysis team. The reported failure was able to be reproduced during calibration.

Event description:
Refer to h10/h11 for follow-up information.